Manufacturer narrative:
A dispatched dräger service engineer examined the device at the customer site and replaced the ventilator motor. The device was tested afterwards, found fully compliant to specifications and could be handed back to the user. The replaced motor was returned to the manufacturer for evaluation. It could be determined that the motor could not start operation at low voltages indicating an abraded collector disc. During operation, the measured motor speed is being compared continuously to the calculated one. An abraded collector disc will lead to variations in speed which may cause an indifferent ventilator piston position. Since such state may result in serious equipment damages the workstation is designed to shut down automatic ventilation and to alert the user to this condition by means of a corresponding alarm. Manual ventilation remains possible in that case. The motor is a wear-and-tear part; the repair exchange has fully solved the device problem and the field failure rate is within accepted range. No patient consequences have reportedly occurred.

Event description:
Refer to initial MFR. Report no. 9611500-2017-00284.

Manufacturer narrative:
The investigation was started but has not yet been concluded. The investigation result will be reported in a follow up-report.

Event description:
It was reported that the device posted "ventilator inop" during pressure controlled ventilation. The customer immediately switched the manual ventilation to continue the case. There was no injury reported.